Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated they saw fluid under the liquid crystal display. Customer went to swimming. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to severe moisture damaged electronic assembly all over the place on both pcb1 and pcb2. Cleaned/dried the moisture damage area and tried again. The pump is still blank. Swapped the pcb1 with a test board and powered up. The problem is still the same. Repeated swapped the pcb2 with a test board. The pump was blank after all. Unable to perform displacement test or self test due to blank display. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.